Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient was scheduled for a MRI of knee due to pain. Patient reported they turned their device off because it was not working. Patient reported ins was off and wasn't charged. Patient reported they can charge ins but needed to have desk top charger replaced because connector pin has broken off. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from follow up that was sent to them. Patient reported the replacement of the ac power cord resolved their issues. Patient reported their weight at the time of event was (B)(6)lbs. Patient reported there were no device issue, patient therapy issue.